Event description:
The son of a male pt contacted lifecor customer support to report that he found his father on the floor today with the vest alarming to call ambulance. The pt was pronounced dead on the arrival of the emergency medical personnel.

Manufacturer narrative:
Monitor - 2008. Electrode belt - 2009. Device eval: all the equipment was fully functional. It was refurbished, retested and restocked. Engineering was asked to review the data for pt r. Mcneil who died while using a lifevest 3000 system. It was reported that the monitor was playing the "device disabled, call ambulance" notification alarms when the pt was found by his son. Review of the data downloaded from the monitor indicates that the power was cycled at 11:31:35 pm in 2009. However, the corresponding power-up response button test was not performed until 5:44:56 am the following morning. By design the lifevest 3000 system will not begin cardiac monitoring operations until the response button test is successfully completed. The system will activate a continuous notification sequence until the response button test is satisfied. The notification consists of display messages, tone alarms, voice prompts, and activation of the tactile stimulator. The data downloaded indicates the display backlight was activated for approximately 6 hours. Additionally the battery current consumption is consistent with a continuous response button notification sequence. At 5:44:56 am, the response button test was satisfied at which time the system began cardiac monitoring operations. Approximately 47 seconds later, asystole was detected and the "device disabled, call ambulance" notification alarm sequence was activated.